Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab) in a patient with acute myocardial infarction (ami), the customer had difficulty advancing the sheath. The iab was replaced. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely folded with traces of blood on the exterior of the catheter. The one-way valve was also returned. The catheter tubing was observed to be flattened along its length. This may occur if a vacuum is held with the one-way valve for an extended period of time, causing the catheter tubing to lose its round shape. Additionally, the guidewire was also returned still inserted through the iab and out through the y-fitting. Lastly, two (2) kinks were observed on the catheter closest to the y-fitting at approximately 75.2 & 75.7cm respectively. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the returned condition of the iab. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and no leaks were detected. We are unable to confirm the reported problem due to the returned condition of the iab since we are unable to mimic the clinical settings. Reference complaint # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab) in a patient with acute myocardial infarction (ami), the customer had difficulty advancing the sheath. The iab was replaced. There was no reported injury to the patient.

Manufacturer narrative:
Additional information - serial # (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab) in a patient with acute myocardial infarction (ami), the customer had difficulty advancing the sheath. The iab was replaced. There was no reported injury to the patient.

Event description:
It was reported that during insertion of the intra-aortic balloon (iab) in a patient with acute myocardial infarction (ami), the customer had difficulty advancing the sheath. The iab was replaced. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).